Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No power loss alarm or unexpected low batt alarm noted in the history file or during testing. However, detailed trace analysis confirmed the pump alarmed power error and insulin pump error during self-test was due to connector resistance issues. After disconnecting and reconnecting the internal battery connector at printed circuit board the device was monitored and functioned properly. Then power management parameters graph confirmed the unloaded voltage and loaded voltage as within spec range. The device then passed the self-test with no unexpected insulin pump error noted during testing. Device had missing display window cover, scratched case and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a power loss. The patient's blood glucose at the time of incident was 7.0 mmol/l. The customer removed the battery for more than ten minutes and used a new one; every ten minutes the power loss alarm occurred. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.